Event description:
It was reported that a staff member documented an intraoperative insufflation pressure overshoot that occurred when the team used a veress needle and then transitioned to a robotic trocar, during which abdominal pressure rose rapidly to about 25 psi even though the setpoint was 12 psi. The technical support troubleshooting consisted of gathering event details and confirming the issue did not recur, as insufflation was used in subsequent procedures without the problem returning. The customer reported event has no report of patient injury.

Manufacturer narrative:
The insufflator is designed with built in safety mitigations, including an automatic venting system to return cavity pressure to the nominal level. The system also provides visual and audible alerts if overpressure persists beyond the intended operating range. The reported insufflation overpressure indicates a potential loss of intended pressure control, suggesting the device may have not functioned as expected. However, the specific cause of the event could not be determined, as it remains unknown what user actions, if any, were taken to troubleshoot or mitigate the overpressure condition at the time of the event. The customer reported that the insufflator has been used in subsequent procedures without recurrence of the issue, which may indicate the event was transient or associated with procedural or use-related factors. Based on the available information, a definitive root cause could not be established. Follow-up to gather additional information is currently in progress. Additional information that would further support the investigation includes the duration of overpressure condition, the presence of any tubing occlusion issues, and the specific interventions implemented to resolve the overpressure condition. Given the potential for loss of pressure regulation and the associated risk of adverse clinical effects, including hemodynamic compromise, the event is considered a reportable malfunction.